Event description:
Caller reported a malfunction on pump without any notable events occurring prior to the issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received assistance from technical support in resetting the pump using provided pump reset information.